Event description:
The physician reports that during surgery with attempted implantation of the crystalens using the staar surgical lens injector, the capsular bag tore. The incision was enlarged, the lens was removed and a different lens model was implanted successfully. The reason for the capsular bag tear is unk.

Manufacturer narrative:
.